Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to deploy could not be replicated as the stent had already been deployed. The reported tip detachment was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the deployment difficulty could not be determined. The additional damage to the device is due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the supera was removed from the anatomy without fluoroscopy when it was noticed that the stent had not released. It should be noted that the supera instruction for use states the following: important: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. In this case, failing to use fluoroscopy to confirm the stent had fully released prior to removal may have contributed to the difficulties. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was scheduled to undergo below the knee surgery to treat compartment syndrome the day after the percutaneous intervention in the mildly tortuous, right superficial femoral artery (sfa). At the catheterization lab, a lot of thrombus was noted in the sfa and thrombolysis was performed. Later that same day, there was still thrombus and an atherectomy device was used. The 6x80 mm supera stent was deployed in a contralateral fashion from the left side through the 6 french sheath. The supera stent delivery system (sds) was removed from the anatomy without fluoroscopy. After the sds exited the 6 french sheath, it was noted that the tip of the sds and the supera stent were stuck in the distal part of the sheath. All devices were removed from the anatomy as a unit and the tip of the sds was noted to have separated. The stent was also removed with the sds. The tip remained inside the sheath. The procedure was completed and the treated lesion looked good. There was no patient injury from the tip damage of the sds. No additional information.